Event description:
It was observed that during the device evaluation, the fiber bonding in the outer tube area (distal end) of the scope was damaged. There was no patient involvement.

Manufacturer narrative:
A root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.